Manufacturer narrative:
(B)(4). Batch # n9137h. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the 4 conforming clips and it ejected 3 clips; finally, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a diep flap procedure, the device was not closing properly, firing roughly, and producing an inconsistent clip gap. Procedure was completed with a competitor's device. There were no patient consequences reported.